Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, the suture broke when it was fired through the patient's tissue, and part of the dilator tube separated. The suture piece and the attached bullet were caught inside the capio device. The procedure was completed with no complications to the patient, who is "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.